Manufacturer narrative:
The baxter technician found the brake casters needed to be replaced. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed jun 3, 2026. It is unknown if the facility performed any other preventive maintenance on this bed. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. The technician replaced the brake casters to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that versacare frame brake casters were not holding. The bed was located at the account and the process step at which the issue occurred was not specified. There was no patient/user injury, medical intervention, symptom, or adverse event reported.